Event description:
It was reported that a patient underwent an atrial fibrillation (afib) ablation procedure with a soundstar eco 8fg ultrasound catheter and the patient suffered a cardiac tamponde which required a pericardiocentesis. During a pvc case, a pericardial effusion was noticed. The patient¿s heart rate went up before any ablation had been completed. The pericardial effusion was confirmed by intracardiac echocardiography (ice). The medical intervention provided was a pericardiocentesis and 600cc of fluid was removed. The patient was reported to be in stable condition. The physician believes the ice catheter (soundstar eco 8fg ultrasound catheter) may have been pushed thru the right ventricle during manipulation. The only bwi products in the body at the time were the navistar rmt thermocool /nr7tcsiy/ 30838781m, 8.5f sheath with curve viz lgc/d138503/ 00001944, and the ice catheter (soundstar eco sms 8f catheter)/10439011/e8423962). Additional information was received. Physician¿s opinion on the cause of this adverse event was that it was procedure related. Outcome of the adverse event was fully recovered (no residual effects). The patient had to stay the night because she had a pericardial drain in her chest. A transseptal puncture was performed using a brk-1 needle made by abbott.

Manufacturer narrative:
The bwi product analysis lab received the device for evaluation on 19-dec-2022. The analysis has begun but is not completed at this time. When the investigational analysis has been completed, a supplemental 3500a report will be submitted. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster, inc., or its employees that the report constitutes an admission that the product, biosense webster, inc., or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
It was reported that a patient underwent an atrial fibrillation (afib) ablation procedure with a soundstar eco 8fg ultrasound catheter and the patient suffered a cardiac tamponde which required a pericardiocentesis. The device evaluation was completed on 29-dec-2022. The product was returned to biosense webster (bwi) for evaluation. A visual inspection and an evaluation of all features of the device were performed following bwi procedures. Visual analysis revealed that no damage or anomalies on the device. Per the event, several tests were performed. Soundstar magnetic, recognition, visualization and transducer test were performed in accordance with bwi procedures. The device was working correctly and no issues were detected during the analysis. In addition, a deflection test was performed and the curves were deflecting within specifications. No deflection issues were observed. No malfunctions were observed during the product analysis. A manufacturing record evaluation was performed for the finished device batch number, and no internal actions were identified. No malfunction was observed during the product analysis. The root cause of the adverse event remains unknown. There may have been other circumstances or issues that occurred during the use of the device that could not be replicated during the analysis. The instruction for use (IFU) states that careful catheter manipulation must be performed to avoid cardiac damage, perforation or tamponade. The root cause of the adverse event remains unknown. As part of biosense webster¿s quality process, all devices are manufactured, inspected, and released to approved specifications. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number:(B)(4).